Event description:
It was reported that the user experienced a hyperglycemia event while using the ilet system, with a highest blood glucose of 340 mg/dl and time above range estimated at 3¿4 hours, which the user addressed by changing supplies; the user also reported frequent highs, concern about eating carbohydrates, and noted improved control after a prior factory reset. Symptoms included irritability and sluggishness. Outcomes included no need for external assistance and no medical intervention or hospitalization. Investigation included complaint intake, user interview, review of device use history and time-in-range data, and product-use troubleshooting and education. Investigation of this case revealed no alerts or alarms during the event and no confirmed device malfunction, with the event characterized as hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive and remains unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.